Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the set leaked when the heater line disconnected from the heater bag during fill one of one of peritoneal dialysis therapy. The technical services representative assisted with ending therapy and reviewed proper procedures with the patient. The patient would start over with all new supplies. There was no patient injury or medical intervention reported. No additional information is available.